Event description:
Contact reports that an implanted charite artificial disc had displaced, the device was reported to have been properly placed and the patient was doing well at four weeks post-op as confirmed by office visit and x-rays. However, 48 hours later, the patient was seen in the ER where it was discovered that the disc moved anterior. The disc was removed and a spinal fusion was performed. It was discovered that the interior vertebrae had fractured.